Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-45236. Related manufacturer reference number: 2017865-2022-45237. It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The physician also explanted the pacemaker and the right atrial (ra) lead based on patient request. The patient condition was unknown.

Event description:
New information received notes the patient's right ventricular (rv) lead presented with an insulation breach, pacing problem, product quality problem, oversensing noise and device sensing problem.

Manufacturer narrative:
Received medwatch form mw5114119. The reported events of lead noise, unspecified sensing issue and insulation breach was not confirmed. As received only the distal end of the lead was received for analysis. Visual inspection of the lead found damages to the insulation all consistent with occurring at time of procedure. X-ray analysis and electrical testing did not find any indication of conductor fractures. All damage noted to the returned lead portion was consistent with occurring at time of procedure.